Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including atrial septal defect and atrial septal aneurysm. Complications reported included migraine and persistent residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article title: the pathogenic role of calcitonin gene-related peptide and predictors of new-onset migraine and long-term outcomes after transcatheter atrial septal defect closure.

Event description:
The article, "the pathogenic role of calcitonin gene-related peptide and predictors of new-onset migraine and long-term outcomes after transcatheter atrial septal defect closure", was reviewed. The article presented a prospective, single center study to evaluate factors associated with new-onset migraine (nom) after transcatheter atrial septal defect (asd) closure and predictors of unremitting nom. The pathogenic role of migraine biomarkers such as calcitonin gene-related peptide (cgrp) and neuropeptide y (npy) were also assessed. Devices included amplatzer septal occluder (abbott)) and occlutech figulla septal occluder (occlutech). The article concluded calcitonin gene-related peptide may play a pathogenic role in nom after transcatheter asd closure. A young age, large asd size, and transient residual shunting potentially predict migraine occurrence after asd closure. Nom not reaching remission for years may result from a significant shunt before closure. [The primary and corresponding author was pi-chuan fan, division of pediatric neurology, department of pediatrics, national taiwan university hospital, no. 8, zhongshan s. Rd., zhongzheng dist., taipei 100226, taiwan, with corresponding email: pcfan6@ntu.edu.tw]. The time frame of the study was from (B)(6) 2001 to (B)(6) 2022. A total of 212 patients were included in the study, of which 200 (94.3%) received an abbott device. The average age was 21 years and the majority gender was female. Comorbidities included atrial septal defect and atrial septal aneurysm.

Manufacturer narrative:
. Literature attachment: article title "the pathogenic role of calcitonin gene-related peptide and predictors of new-onset migraine and long-term outcomes after transcatheter atrial septal defect closure" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.